Manufacturer narrative:
No information is selected as device is in the process to be returned. Device will be evaluated after the return of the device.

Event description:
The manufacturer was notified on (B)(6) 2016 that a (B)(6) old male patient who had mitroflow valve implanted in 2014 underwent aortic valve replacement on (B)(6) 2016. Patient's subsequent course has been somewhat complicated, he has gone on to develop congestive heart failure with progressive depressed lv function, now he is at 25% to 35%, moderate tricuspid regurgitation, moderate mitral regurgitation. His echocardiogram is significant with lv depression. His angiogram demonstrates possible impingement of the left main by his aortic valve prosthesis. Class ii to iii symptomology. He has moderate perivalvular leak with some component of intervalvular with minimal gradient across the valve. Patient required re-intervention based on his left main impingement and moderate aortic insufficiency. With respect to moderate mitral regurgitation, tricuspid regurgitation, doctor suspect it is because of adverse remodeling given depressed lv function and will require respective annuloplasties. Patient is anemic at 105 and creatine at 100.